Event description:
It was reported that medical attention was sought in (B)(6) 2017 after the end user was receiving inconsistent high and low readings from her prodigy diabetes meter. The end user was clammy and her blood glucose reading at the time of the medical event was 40 mg/dl. The paramedics were called and the end user was taken to the ER. After a few hours the end user was discharged and was instructed to monitor her blood glucose and follow-up with her pcp. The end user was not able to recall any further details in regards to services rendered from the paramedics or while she was at the ER.